Event description:
It was reported that the stent partly inadvertently deployed. A 6 x 150 x 130 innova was selected for a superficial femoral artery stenting procedure. Upon removal from the package, it was observed that the stent was partially deployed even though the thumbwheel lock was still in place. The device was not inserted into the patient. Another of the same device was used to complete the case. There were no patient complications. Returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, mid-shaft, and the remainder of the device were checked for damage. Visual examination showed no damage on the shaft. The stent was partially deployed 2.2cm from the distal end of the markerband. The pull handle was pulled approximately 1.7cm from the handle. With the pull handle moved from the start position this is consistent with the handle being pulled. The yellow thumbwheel lock was returned on the device. With inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the stent partly inadvertently deployed. A 6 x 150 x 130 innova was selected for a superficial femoral artery stenting procedure. Upon removal from the package, it was observed that the stent was partially deployed even though the thumbwheel lock was still in place. The device was not inserted into the patient. Another of the same device was used to complete the case. There were no patient complications.